Manufacturer narrative:
Review of the instrument data provided for liat® systems m1-e-01309 indicated that run 2927, ran on (B)(6) 2021 at 21:04pm to have a very low titer sample for sars-cov-2 at CT=36 and low amplification. Which could indicate a sample with a low viral load near the limit of detection (lod) of the assay. The pcr curves appeared normal with no abnormalities present. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests.the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result generated by the cobas® sars-cov-2 & influenza a/b test on liat® system. The initial sample was tested with the cobas® liat® system m1-e-01309 and generated sars-cov-2 positive and flu a/b negative results. A first repeat of the sample was performed with the same system generated sars-cov2 negative flu a negative and flu b negative results. A second repeat of the sample with the same system was also negative for all 3 targets. The negative results were reported to the patient and medical personnel. No harm is alleged. An investigation was conducted to evaluate the customer's allegation.